Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:visually, the device was returned in a large plastic zip lock bag. There was no damage noted in the construction of the device. There were traces of yellowish residue found on the cuff. There were also traces of contamination found at the distal end of the inflation tube and at the proximal end of the inflation balloon. There were scratches and voids found on trace pads. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 13.7 ohms (red), 8.2 ohms (red with white stripe), 24.3 ohms (blue), and 7.7 ohms (blue with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while trace pads were submerged in a saline solution for functional test. During the test, the electrode check passed, and no excess feedback recorded during the noise test as well as no intermittent behavior recorded during the bend test where each trace for each electrode was bent individually near the clamp shell (used flex ible stylet to bend traces). In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that emg tube was set up by selecting a thyroid surgery and the error was detected during the self check. The vocal cord muscle 1 could not clear the self-check. The vocal cord muscle 2 was clear. The main unit's power was turned off and the cable was reconnected, but there was no improvement. Surgery was completed using a separate lot. There was no patient impact.